Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button cable was cut. The cause of the non-functional response buttons is the damaged cable.additionally, upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was pulled from case. The root cause of the cut cable cannot be positively identified. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were non-functional.